Manufacturer narrative:
S/w ver 6.5v retainer = black case type ngp the customer returned the pump for alleged pump error 53 and pump error 23 alarms found on 2/7/2023. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 or pump error 23 alarms occurred during testing. A review of the pump history file shows multiple sets of pump error 53 (line number 3292 file number 568) alarms followed by pump error 23 alarms occurring between 12/28/2022 and 2/19/2023. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Pump error 53 faults are not registered in the detailed traces or error log, only in the diagnostic traces and history, which gives us only fault type and file/line numbers and resulted in a sw error in closed-loop algorithm, known sw issue, see esf 3686531. The pump error 23 is a result of error 53. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Pump error 53 and pump error 23 alarms are confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 23 and pump error 53. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer cleared the alarms, and completed the pump rewind. The customer will discontinue using the insulin pump and will be returned for analysis.